Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver initialized without a manual restart. No additional event or patient information is available. The receiver has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.

Manufacturer narrative:
(B)(4).

Event description:
The complaint receiver device was returned for evaluation. The device was visually inspected and no defect was found. The receiver was charged and would not turn on. The receiver case was opened for an internal visual inspection and it passed. The receiver was opened and the ui pcba was detached to perform a download. The complaint was undetermined for receiver initializing screen without manual restart due to battery was defective and receiver will not turn on. A root cause could not be determined.